Event description:
Product surveillance contacted the care giver (cg) regarding a check lines and bags alarm. The cg stated they had changed out the cassette and not the bags prior to calling in for assistance with the alarm. The cg stated the home patient (hp) connected to this set up. The cg then explained that after calling in for assistance they changed out the supplies and the error resolved. The cg was advised to change out all the supplies and not just the cassette or solution bags going forward in order to avoid contamination. The cg advised that the home patient was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Correction: 79 was reported as the conclusion code in the initial submission. The reported use error was confirmed. The root cause was undetermined. The lot number was unknown; therefore no batch review was performed. A labeling review was performed and found to be adequate and relevant for the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.